Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. For clarification, the dislodged conductor wire within the grip hub was preventing full articulation at the distal tip. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding non-intuitive motion was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the force bipolar instrument moved with non-intuitive motion. The procedure was completed with no reports of patient injury. Intuitive followed up with the initial reporter and the following additional information was obtained: the issue occurred with the surgeon's head inside of the viewer, while trying to manipulate the instrument. The jaws of the instrument would not close fully. The instrument moved in the intended direction. There were no external collisions. The issue was intermittent, with no patterns. The issue was resolved by replacing the instrument. The customer also advised that there were no reports of the instrument arcing.